Event description:
The rptr stated that they did meter to lab comparison tests. Rptr's meter reading was 30 mg/dl, compared to the lab result of 153 mg/dl, an hour and a half later. Rptr did not have any symptoms. On followup, the rptr, who is legally blind, completed training on cleaning, and reviewed testing technique. Rptr is unable to perform control solution tests; however, is able to read the display and change the code numbers. No harm was alleged.